Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, smoke was observed coming from the unit's external power supply. The user discontinued use of the unit and used another model and brand of hematocrit and oxygen saturation monitoring. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer will not be returning the unit for repair. If add'l info becomes available on this complaint that would alter the facts and/or conclusion a supplemental report will be filed accordingly.